Event description:
During the shift check, the autopulse platform ((B)(4)) displayed fault code 16 (timeout moving to take-up position) error message. The customer was unable to clear the error message. No patient involvement.

Manufacturer narrative:
The reported complaint of "the autopulse platform ((B)(4)) displayed fault code 16 (timeout moving to take-up position) error message" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the driveshaft won't rotate, likely attributed to a failed drive train motor. During visual inspection, the top cover was cracked on the autopulse platform. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of user mishandling, such as a drop. The top cover was replaced to address the issue. Based on archive data review, multiple fault code 16 messages were observed, thus confirming the reported complaint. Also, unrelated to the reported complaint, multiple user advisory (ua) 02 (compression tracking error) were recorded. The ua02 was not reproduce during functional testing, and likely cleared by the customer. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 02 is an indication that the autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The autopulse platform failed initial functional testing due to fault code 16 (timeout moving to take-up position) upon powering on, thus, confirming the reported complaint. The driveshaft won't rotate, likely attributed to a failed drive train motor. The drivetrain motor was replaced to address the reported complaint. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) for approximately 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with (B)(4).